Manufacturer narrative:
Product was not returned for evaluation. We are unable to determine if any malfunction or defect occurred that would have caused or contributed to the user's site irritation. Product lot qualification records also could not be reviewed since no lot number was provided. The omnipod's user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs. Furthermore, the user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." The omnipod's website provides users with a resource guide that discusses, among other things, site preparation for different skin types (i.e., oily, damp, body hair, etc.), ways to protect the skin (recommends several different barrier products), and how to gently remove the pod to avoid irritating the site. This resource guide states, "everyone's skin is different - consult your hcp to determine where to begin and what options are best for you."

Event description:
Patient's hcp prescribed an ointment for site "itching" and "irritation." Patient reported this made the site "flaky" and "dry." Also tried skin barrier products given by (B)(6); these caused more irritation. The pod is not expected to return for evaluation.